Event description:
Patient states, "I have a question about icatibant. What brain surgeon made the decision to I have the cap to screw onto the syringe, it's impossible to take off. I used my mouth to get it off and if the needle would've stuck me, you would've heard from my lawyer. I don't know how they put this on. I can't get the cap off the needle to insert the syringe. I'm calling to let you know these instructions are stupid, I can't attach it unless you unscrew the cap. I've been doing this for 12-13 years. This packaging is stupid." Caller was agitated and unwilling to answer pc questions. Additional information received on 29 sep 2025. Market surveillance texted follow-up message to pt for clarification if product issue is on firazyr or takhzyro, lot number, and if the patient missed a dose as a result of the incident. Patient texted the following response: "icatibant I don't have the box. I don't think it matters it's what they've changed it to. I had to pull cover off with my teeth and needle came out in my mouth!"

Manufacturer narrative:
The complaint sample was not returned to the manufacturer. Since a lot number nor sample was provided for this case. No further action is required at this time. This complaint was not confirmed.